Manufacturer narrative:
The complaint and returned sample have been submitted to vygon france, which is where this part was manufactured, for evaluation. The investigation summary is as follows: the customer returned one sample for evaluation. We received a bionector inside a container. Visual examination of the returned sample showed the stainless-steel tube outside of the bionector. We can see some biological solution on the device there are no marks on the bionector and the stainless-steel tube. The membrane is unaltered. We cut the bionector to see the clipping area of luer lock where we clipped the stainless-steel tube. The clipping area is broken in addition, we also did a test with the r&d manager on the luer lock code (B)(4) assembly with a stainless-steel tube to a non-conforming specification to see if there was a crack in the clipping area. No crack was observed before and after sterilization. We received additional information that the customer used aquabiliti and bd syringes. The customer also sent us unused aquabiliti and bd syringes for additional testing, we performed visual and dimensional controls. These controls allow us to conclude that the syringes received are compatible with the bionectors but without the incriminated device connected to it, we cannot assume that this one is compatible with the bionector (possible manufacturing defect or dimensional deviation). We have seen this problem from other bionectors (other version of luer lock part). This problem is caused by the breakage of the luer lock clipping area site. Stainless steel tubing is clipped into the luer lock by the bionector assembly machine. The bionector assembly machine controls the position of the stainless-steel tube in the luer lock at 100% during assembly. If the tube is not in the correct position, the machine will detect this and reject the device. We did not see this issue during the manufacturing process of this bionector. There is no common factor with all the batches, and we could not link the defect to the production. A review of the batch history records for vygon sipv and colombia was performed, and no problems were found during manufacturing. All batches conform to specifications and were released. The manufacturing process of the bionector is fully automated. The bionector machine checks all the bionectors and if the flow or sealing is not compliant, the machine rejects the piece. Production and quality control also check the aspect, sealing, flow, rise of the membrane, siliconization, and membrane cut three (3) times during manufacturing. The controls put in place during manufacturing can ensure that the device is compliant with vygon specifications. We received four complaints for this product code from the same customer. Corrective action: vygon sipv informed their quality control to be careful of clipping area dimensions. In addition, a quality alert was issued to vygon USA's production and quality personnel to inform them of this failure. Complaints will continue to be monitored for trending in case more instances of this issue arise.

Event description:
Cannula protruding from needleless device. Patient not affected but the first responder was punctured.

Event description:
Cannula protruding from needleless device. Patient not affected but the first responder was punctured.

Manufacturer narrative:
The device was returned to vygon for evaluation as part of the complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion via follow-up MDR.